Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the reported issue occurred due to a defective high voltage power supply (hvsp) board. Possible causes include the following: 1. None or too low supply voltage from the hvps board (permanent error). 2. Defective hvps board due to short circuit of the metal¿oxide¿semiconductor (mos) transistors (permanent error). In such cases, popping sounds or flashes may sometimes be observed or noticed by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the hf unit "esg-400" displayed error code e433. The issue occurred during maintenance. There were no reports of patient harm.